Event description:
Total left knee replacement with a smith/nephew prosthesis on (B)(6) 2013. Problems with swelling and seat and soreness much worse than right knee replacement which took place on (B)(6) 2013. Complained to dr. (B)(6) and he took x-rays and just said to do more exercises. I did two more extensive sessions of therapy over the next 2 months at liberty rehabilitation. Then just took more pain pills. This left knee never quit hurting for the next 3.5 years. Visits to dr. (B)(6) changed nothing. In (B)(6) 2017 the knee was so bad I went to an orthopedic dr. In (B)(6) - (dr. (B)(6)) I have bone scans and x-rays and his written statement indicating the left knee prosthesis was not the right size for the space prepared for it, thus causing inflammation and possible infection. He would have done surgery at that time but my insurance ((B)(6) complete - (B)(6) would not pay in (B)(6), so I went back to dr. (B)(6) here in (B)(6). (Where I live) and more tests were run. X-rays. Eventually the decision was made after numerous cultures that there was definitely some kind of infection in the prosthesis area. After being put back on a walking device (walker) and lots of hydrocodone, dr. (B)(6) set a surgery date on (B)(6) 2017 for bone debridement with antibiotic spacer insertion. The date now is (B)(6) 2018. I am scheduled for surgery on (B)(6) 2018 again to see what is going on and if a new prosthesis can be put back or another spacer. I feel that if this prosthesis had been the right size or put in properly the first time in 2013 all of my pain and inconvenience not to mention the financial burden this has caused could have been prevented. Left knee became swollen and red and painful, more than it had since the surgery in the past (B)(6). Saw dr. And blood was drawn.